Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) presented with a non inflating device. A revision surgery was performed, during which the physician confirmed fluid loss in the system. The reservoir was retained, while the other components were explanted, replaced, and connected to the retained reservoir. There were no patient complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Inflation issue and fluid leak are acknowledged within the dfu and are not related to off-label use or failure to follow instructions. Additionally, it is concluded that the cause of the allegations cannot be established without product return. Based on the information available the cause that contributed to the reported event cannot be established. Correction to field b3: date of event

Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) presented with a non inflating device. A revision surgery was performed, during which the physician confirmed fluid loss in the system. The reservoir was retained, while the other components were explanted, replaced, and connected to the retained reservoir. There were no patient complications.

Manufacturer narrative:
Upon receipt at the quality assurance laboratory, the returned components underwent evaluation. First cylinder exhibited a detached outer sleeve and broken fabric threads, as well as a large hole and a leak at the proximal end, with sharp instrument damage observed. Second cylinder exhibited a hole at the proximal end and a hole at the corner of a fold in the distal end, with detached outer sleeve material observed at both the proximal and distal ends, with wear observed, and a leak identified at the corner of a fold in the distal end. Microscopic examination identified bodily fluid contamination within the ms pump. The ms pump passed the leak test; however, functional testing was not performed to avoid potential damage to test equipment. A review of the instructions for use (IFU) did not identify evidence of device misuse, off label use, or failure to follow instructions. Review of the device history record (DHR) confirmed the device met all material, assembly, and performance specifications. Based on the information available and analysis results, the allegations of fluid leak and the inflation issue were most likely determined to be the leak at the corner of a fold from wear in second cylinder from the functional test; therefore, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) presented with a non inflating device. A revision surgery was performed, during which the physician confirmed fluid loss in the system. The reservoir was retained, while the other components were explanted, replaced, and connected to the retained reservoir. There were no patient complications.